Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During a visual test, the guidewire distal tip was shaped, the guidewire was noted to be kinked/bent at 40cm, 47cm, 74cm and 90cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 156cm from the proximal end, and the core wire distal end was observed through the distal tip dome. During a functional test the guidewire was successfully advanced through the flushed returned balloon catheter, no anomalies were noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed since the reported issue was unknown/unclear. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. During analysis, the guidewire was noted to be kinked/bent at 40cm, 47cm, 74cm and 90cm from the proximal end and the guidewire ptfe coating was noted to be peeling in multiple areas to 156cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. During the functional inspection the guidewire was successfully advanced through the flushed returned balloon catheter. An assignable cause of not confirmed will be assigned to the as reported 'device problem unknown/unclear'. The as analyzed 'guidewire kinked/bent' and 'guidewire ptfe coating peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The guidewire subject device was returned for analysis and it was discovered that the ptfe (polytetrafluoroethylene) was noted to be peeling in multiple areas. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.